Event description:
A distributor from france reported that a customer's device had an issue where the battery was depleting too fast. There was no adverse impact on the customer's blood glucose level. Since the warranty had expired, the pump was not returned, and no further information was available.